Event description:
Pt was on a ventilator. Pt became short of breath and tachycardiac (>155). Pt was unable to trigger the home ventilator. Nurse adjusted sensitivity, and pt did not respond to changes. Pt was removed from home ventilator, and manually ventilated and then placed on another ventilator. Pt immediately communicated breathing much easier.